Event description:
On (B) (6) 2008, the pt reported that she changed her infusion site and received an e4 (occlusion) error while attempting to bolus 10 units of insulin. She was instructed to disconnect from the infusion site and to prime the infusion tubing. She was able to to so without error. She removed the infusion site and stated that the cannula was bent. She inserted a new infusion site and completed the bolus without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.